Event description:
The account alleged the brake will sit, but the brake caster would not hold. No injury reported.

Manufacturer narrative:
The tech replaced the brake cam pivot to resolve the issue.